Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs was unable to get in contact with the pt and sent the pt a letter to obtain more clinical info. The pt called alleging that the meter displayed "not enough blood" message. The pt experienced symptoms of shakiness and felt sweaty; however, there is no info on when the pt experienced the symptoms. Pt ate food and/or drank a beverage after attempting to use the meter. Pt contacted a medical professional for advice and was tested on another device and rec'd a 29 mg/dl. Time difference between the two readings was within 10 mins from one another. No info on whether the pt rec'd any treatment. The technique of applying blood on the test strip was done properly. Ccr had the pt check the battery and retest using a new vial of test strips and issue still persisted. Based upon the info provided, this case is being reported as a malfunction, since the "not enough blood" message was not resolved. The pt suffered a serious injury; however, there is no evidence at this time whether the meter contributed to the injury. No info on how long the pt rec'd the "not enough blood" message or when she experienced the symptoms.